Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the instrument. The fse found that the cartridge chemistry reagent syringe drive was not turning the associated valve, resulting in the leak at the probe. The fse replaced the syringe drive to resolve the issue. (B)(4).

Event description:
The customer reported a leak from reagent probe a on their unicel dxc 600i synchron access clinical system. The leak consisted of about 1/2 cup of de-ionized water and was contained within the instrument. The customer was wearing gloves and eye glasses and was not exposed to the leak. No erroneous results were generated.